Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator handpiece device did not work. During service and evaluation, it was observed that the saw head was loose and the oscillating head was torn on the device. It was further determined that the device failed the following pre-tests: check saw blade coupling, functional test, check trigger and ecu (electric control unit) function, check oscillation frequency, mode switch-test and check performance. It was not reported if the device was used in surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.